Manufacturer narrative:
This report is submitted on april 05, 2024.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral antibiotics, however, the issue did not resolve. The device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery.